Manufacturer narrative:
(B)(4). Additional information: the device was received with the upper distal roller detached and not returned. In addition, the blade was slightly buckled. This could have impacted the opening and closing of the jaw. The device was tested on the generator and passed all functional testing. The energy output delivered from the device was verified and the cutting of the test media performed as expected. All three tones were heard during functional testing (tone 1 is heard when the energy activation button is pressed; tone 2 is heard when tissue impedance threshold is reached; and tone 3 is heard when the cycle is complete). There were no activation issues. There is insufficient evidence related to what caused the damage. No conclusion could be reached as to what caused the roller/pin issue. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment.

Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. The device was received with the upper distal roller detached and not returned. In addition, the blade was slightly buckled. This could have impacted the opening and closing of the jaw. The device was tested on the generator and passed all functional testing. The energy output delivered from the device was verified and the cutting of the test media performed as expected. All three tones were heard during functional testing (tone 1 is heard when the energy activation button is pressed; tone 2 is heard when tissue impedance threshold is reached; and tone 3 is heard when the cycle is complete). There were no activation issues. There is insufficient evidence related to what caused the damage. No conclusion could be reached as to what caused the roller/pin issue. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment.

Event description:
It was reported that during a rectum resection according miles procedure, the device stopped working. The device was locked out and the jaws didn't close by using the handle. The device didn't deliver energy. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.